Event description:
Information was received indicating that the pump alarmed and displayed a high-pressure alarm. The patient stated that the smiths cadd cassette reservoir used was inserted in the right direction and that the same incident occurred with a different lot number. There was no reported injury to the patient.